Event description:
It was reported that removal difficulties occurred. The 60% stenosed target lesion was located in the ostial and proximal right coronary artery. The 32 x 4.00 promus select drug eluting stent was selected for use. A 6f guide catheter and coronary wire were placed and pre-dilation to 14 atm was performed with a 15 x 3.50 mm non-boston scientific (non-bsc) balloon. The promus select stent was advanced but was unable to cross the target lesion. When the stent was pulled back to remove, it would not come back into the guide catheter and proximal stent damage occurred. The stent shaft was cut and the 6f guide catheter was pulled leaving the stent and wire. The larger sheath (8f and 10f) was replaced, but when the stent was pulled, it was still stuck at the end of the sheath. The 10f sheath was replaced with a 12f and there were still difficulties, but finally the stent and wire could be pulled together to exit. It was also stated that cutdown was used to change the guide and the sheath. The procedure was completed with a different device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). The device was returned for analysis. Visual and tactile inspection revealed a hypotube shaft break 54.7cm distal to the distal end of the strain relief and multiple hypotube kinks along the length of the hypotube shaft and a break in the midshaft 66cm from the site of the hypotube break. The distal shaft including the balloon was not returned for analysis.

Event description:
It was reported that removal difficulties occurred. The 60% stenosed target lesion was located in the ostial and proximal right coronary artery. The 32 x 4.00 promus select drug eluting stent was selected for use. A 6f guide catheter and coronary wire were placed and pre-dilation to 14 atm was performed with a 15 x 3.50 mm non-boston scientific (non-bsc) balloon. The promus select stent was advanced but was unable to cross the target lesion. When the stent was pulled back to remove, it would not come back into the guide catheter and proximal stent damage occurred. The stent shaft was cut and the 6f guide catheter was pulled leaving the stent and wire. The larger sheath (8f and 10f) was replaced, but when the stent was pulled, it was still stuck at the end of the sheath. The 10f sheath was replaced with a 12f and there were still difficulties, but finally the stent and wire could be pulled together to exit. It was also stated that cutdown was used to change the guide and the sheath. The procedure was completed with a different device. There were no patient complications reported and the patient condition following the procedure was stable.